Event description:
It was reported that during the procedure in the heavily tortuous distal right coronary artery, a 014 whisper ms guide wire was advanced with resistance to the non-calcified lesion. During withdrawal of a non-abbott catheter from the lesion, resistance was felt between the catheter and the whisper guide wire, and the distal tip of guide wire separated in the patient's anatomy. Upon withdrawal of the remaining proximal part of the guide wire, a kink was noted. An attempt was made to snare the separated guide wire tip, but was unsuccessful. An unspecified stent was advanced and deployed, trapping part of the guide wire piece against the vessel wall, while, still attached to the secured portion of the guide wire, the remaining 10-millimeter segment of the guide wire piece migrated into the branch of the distal right coronary artery. Three additional unspecified stents were deployed, trapping the remaining portion of the guide wire and treating the target lesion. A s'port guide wire was used with the unspecified stents to complete the procedure. There were no adverse patient sequelae, however, there was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.